Event description:
Device evaluation. On (B)(6) 2014 the patient¿s meter was evaluated with failing results. Product analysis found the meter to have a defective component c85. There was no indication that the product caused or contributed to an adverse event.